Event description:
During a hysterectomy procedure, the surgeon was attempting to cut a 0 v-loc suture with an encision es0002 reusable scissor insert. The suture was used to close the vaginal cuff. The scissor insert slipped on the first attempt to cut suture. On the second attempt to cut suture, the scissor broke. The force of the cut attempt, which led to the breakage, caused the scissor blades to shoot to the left, making the insert unusable. The scissor blades and housing remained attached to the handle, into which the scissor is threaded. However, the rod pin likely split and fell out of the housing into the patient. The surgeon and the technician heard an audible rattle during the suction operation. An ap and lateral x-ray was taken following the procedure. No foreign objects were found in the patient.